Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with micron filter stopped flowing during infusion of a chemotherapy drug. The device was being used with a baxter secondary set, a non-baxter spike, and an unspecified infusion pump. The customer stated that the filter and the lower part of the tubing could not be completely emptied, and that the pump presented a ¿blocking alarm¿. A residual volume of 2-3 ml of the drug was left in the filter to the end of the secondary set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.